Manufacturer narrative:
Additional information was provided in sections h.6., and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced (prior to the reported event). The system found to meet all cosmetic and performance standards, at that time. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in section d4. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that a male patient with vitreous hemorrhage in the right eye who underwent lens extraction surgery using an ophthalmic operating system. During the procedure, the ophthalmic operating system suddenly displayed a black screen and shut down unexpectedly, making it impossible to infuse gas. This resulted in a sudden drop in intraocular pressure and collapse of the patient's eyeball. The surgical process was affected, causing discomfort in the patient's eye. The surgery was completed the same day after restarting the system and refilling the patient's eye with silicone oil. The status of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).